Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, noise was observed on the rv lead due to lead fracture. Patient had previously received inappropriate shocks. The lead was capped and a new lead implanted. The patient tolerated the procedure fine and will be followed normally.